Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit was notifying error helium was critically low although the tank was full. There was no patient harm reported.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit was notifying error helium was critically low although the tank was full. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit for helium leaks and other errors, but did not find any issues. The issue reported was unable to be reproduced. The fse then completed the preventive maintenance (pm) and the unit passed all calibration, functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.